Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left femoral artery. The 90% stenosed target lesion was located in the severely calcified and mildly tortuous left superficial femoral artery. A non bsc 6fr sheath and guidewire was inserted into the right femoral artery. A 6.0mmx220mmx150cm (4f) sterling balloon catheter was advanced for pre-dilation. However, during first inflation at 6 atmospheres for 10 seconds the balloon ruptured. The procedure was completed with a different device. No patient serious injury or adverse event were reported.